Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Please see medwatch report # 2032227-2014-50867.

Event description:
It was reported that the customer's blood glucose was seemingly going high for no reason, up to almost 600 mg/dl. It was stated, the reservoir was leaking and manual injection was used to correct. It was stated that the leaking reservoir had been used. It was leaking at the bottom where the black rubber is and the reservoir compartment was wet. There were no cracks or splits in the barrel of the reservoir. It was found that the reservoir was leaking under the rubber stopper. The customer had already thrown out the leaking reservoir. Nothing further was reported.